Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to high levels of cobalt and chromium, large fluid collection, early destruction of some muscles. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup, and this will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. A clinical root cause could not be determined. The elevated metal ion levels and intraoperative findings may be consistent with the reported symptoms associated with metallosis; however, the clinical root cause cannot be definitively concluded. The patient reported history of multiple medical conditions cannot be confirmed to be associated with the bhr prosthesis. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, a patient underwent a right primary bhr on (B)(6) 2015. The patient later developed high levels of cobalt and chromium, and a MRI showed large fluid collection and early destruction of some muscles. A revision surgery was performed on (B)(6) 2024, during which both bhr components were explanted, and the hip was converted into a tha with competitor devices. The patient was sent to the recovery room in good condition.

Manufacturer narrative:
Internal complaint reference: (B)(4).